Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The caller states the chair is veering to the left and going very slowly.